Event description:
It was reported that atrial tachycardia response (atr) events displayed noise and oversensing on the atrial channel. Episode review was requested and a (B)(6) technical services consultant confirmed inappropriate stored atr episodes due to high frequency atrial noise/artefact. Additionally, there was some corresponding noise/artefact on the shock electrograms (egms). Earlier stored episodes did not display noise on the atrial or right ventricular (rv) channels. Atrial threshold and pacing impedance measurements remain stable and within normal limits. Additional information was provided to the caller who inquired if the atrial observations could cause noise on the shock egm. The consultant provided further details how noise can mirror on both channels due to location of the feed thru wires on the device header. Additionally, the shock egm is rv to can vector which spans the chest and could be a contributing factor. In clinic impedance and pacing testing was recommended during isometrics and provocative maneuvers. The system remains in service and no adverse patient effects were reported. The local area sales representative was contacted for the outcome of the reported clinical observations. No further information is available at this time. Should additional details become available, this report will be updated. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).